Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shut down unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will not boot even with a known good battery. The receiver log was not reviewed. A receiver functional test was not performed. The complaint of receiver shut down unexpectedly could not be confirmed. The probable cause could not be determined.